Event description:
Patient reported pumps that she has that are not in use. Needed to be returned for maintenance. One of them not working. States pump got wet. No adverse event occurred using new pumps. Patient doesn't know which one broke so reporting both sn: (B)(4), due 02/23/2019 and sn (B)(4) due 04/09/2019. No further information available. Did the reported product fault occur while in use with the patient? Unknown. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unknown. Possible duplicate previously submitted on 04/17. Patient doesn¿t know which pump broken other sn (B)(4) due 04/9/2019. Reported to (B)(6) by: patient/caregiver.